Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose level that ranged from 522-523 mg/dl. The cause of the reported issue was unknown. Treatment received while in the hospital was not provided. While admitted to the hospital the customer made changes to the pump personal profile settings without a health care professionals guidance. The customer was released from the hospital two days later. Reportedly, the customer continued to experience elevated blood glucose levels that ranged from 360-361 mg/dl after being released from the hospital. Tandem technical support attempted to troubleshoot and perform a system check on the pump, however, customer declined to complete troubleshooting and declined to provide additional information. Customer reverted to an alternate method of insulin therapy.